Event description:
It was reported that the cadd pump had cracks in the membrane. The issue was identified during inspection. There was no patient involvement.

Manufacturer narrative:
B3 ¿ date of event: the exact date of the event is unknown; therefore, the first day based on the ICU medical awareness date was entered as the event date.device has not been returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.